Event description:
In 2000 pt underwent a repair of umbilical hernia. In 2/01 the procedure was repeated for unspecified reasons. Several weeks following the procedure the pt developed an abdominal infection with golf ball size abscesses located throughout various sites in the abdomen and at the suture line. The pt was treated with broad spectrum antibiotics. These abscesses reportedly ruptured and discharged pus and sutures. In 2002 the pt was running a fever of 106 f. The surgeon noted abscesses at the suture site. The abscess was drained and the ethibond sutures were removed. The abscesses reportedly continue.